Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra2 meter does not turn on. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with insulin-no adjustments. The power issue began the day before at 6pm. The pt took his usual dose of insulin (40 units) on the morning of the same day. At 7:30pm, the pt developed "hypoglycemic" symptoms. The pt did not receive any treatment at the time of concern. During troubleshooting, the reported issue was not resolved. Although, there is no evidence of product misuse, the battery contacts were in good condition, and the battery was replaced per the owner's manual, the lfs meter did not turn on with the power button pressed and the test strip inserted into the meter. This complaint is being reported because the pt claimed that she had "hypoglycemic" symptoms 1.5 hours after the power issue began. Replacement products were sent to the pt.